Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Examination of provided x-ray images finds sufficient evidence to confirm a liner from cup disassociation event. It was not possible however to determine a root cause. It was not possible to confirm any fracture or damage to the bone screws implanted at the time of this event. Nothing indicative of a product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Brand name, common device name, lot #, part #, UDI #, 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
(B)(4). Patient was revised due to disassociation. Doi (B)(6) 2013; dor (B)(6) 2015; (right hip).